Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a left side mica to treat hallux valgus. Some time post-op the patient reported having infected metal; the infection was managed by antibiotics until the screw(s) were removed following the union of the osteotomy.